Manufacturer narrative:
Initial reporter facility name: (B)(6) general hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd vacutainer® brand sst ii tubes containing silica and gel there was leakage and a low blood draw. Consumer stated ¿inflow ceased during the first blood sampling and blood leaked from the side of the cap.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw and blood leakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to low draw and leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples , the customer¿s indicated failure mode for low draw and blood leakage with the incident lot was not observed as all samples met the required specifications. The sample was evaluated and customer's indicated failure node for low draw and blood leakage with the incident lot was observed. Root cause description: based on the investigation, the possible root cause was determined to be the defective stopper. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.